Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 8mggme. Data was evaluated and the allegation was confirmed for transmitter ID 8mgglb. The probable cause could not be determined post investigation. No injury or medical intervention was reported.